Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had site issues, tape not sticking and also mentioned a high blood glucose level of 500mg/dl at the time of the incident. The customer was assisted with site issues and tape not sticking troubleshooting but declined to troubleshoot for the high blood glucose reading. The customer stated that the site was not actively bleeding at the time of the call and that there were no signs of infection. The customer was advised site preparation techniques and to contact healthcare professional for instruction if issue persisted beyond recommendations. The insulin pump will not be returned for analysis.